Event description:
See intial report.

Manufacturer narrative:
Livanova received report stating that air was found in the upper part of bcd vanguard during procedure. According to provided information, air intake was noticed upon completion of cardioplegia solution administration with operator side tubing kept clamped. The filling volume of the unit dropped about 1 cm and the procedure was completed no longer using involved device. There was no report of patient injury. No video showing the reported failure was provided. Based on historical data analysis, the claimed air entrance inside circuit from top portion of vanguard devices has been correlated with pinched or misplaced umbrella valve. Considering that umbrella valve was found to be correctly working during both priming phase and first cardioplegia solution administration, a structural damage to this component can be excluded. Taking into account all gathered facts, it cannot be ruled out that the umbrella valve got misplaced from its housing due to accidental mechanical stresses applied when the operator side circuit was clamped. No specific action was currently deemed necessary. Livanova will maintain monitoring the market. H3 other text : know issue.

Manufacturer narrative:
Claimed unit bcd-vanguard was returned to livanova. Visual inspection found no obvious damage and the top white protective cap was assembled onto the umbrella valve. No damage nor deformation have been identified on umbrella valve when visually inspected after cap removal. The valve was found to be correctly seated in its housing. To investigate the claimed issue (depriming), simulated use test was performed confirming standard behavior of the cardioplegia device. Analysis of livanova complaints database identified three previous complaints relevant to the same device lot. Also, the previous complaints did not identify any malfunction device-related. In addition, in the previous events, it was confirmed during follow-up with customer, that negative pressure was applied inside the unit. Based on all the above, no malfunction could be confirmed. Livanova will maintain monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. The bcd vanguard (item 050228, lot number 2001150021 or 2004080083) is a non-sterile device that was assembled into convenience pack manufactured by a (B)(4) assembler (catalog number unknown) that is not distributed in the USA. The lot and the expiry date (mm/dd/yyyy) of the complained convenience pack are not known. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. The sorin biomedica smarxt bcd vanguard is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The non-sterile cardioplegia heat exchanger is also distributed in the USA (510(k)number: k934847). Device manufacture date (mm/dd/yyyy) of the convenience pack: as the lot number is unknown, the manufacture date could not be determined. Sorin group (B)(4) manufactures the sorin biomedica smarxt bcd vanguard. The event occurred (B)(6). The involved device has been requested for return to sorin group (B)(4) for investigation and not yet received. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
Sorin group (B)(4) has received a report that, during a procedure, air was found in the upper part of the bcd vanguard. The procedure was completed with no issue. There is no report of any patient injury.